Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that "unable to access any of the bolus options (normal/ezbg/ezcarb/combo) in the bolus menu even after doing the rewind/load/prime sequence with the simulator." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported due to the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #2: date of submission: 21-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during investigation, the pump was found to be functioning as designed. The pump is a "dummy pump" and is not intended for human use or designed to give boluses. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.